Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at the keypad traces. There was no button error alarm and no scrolling number anomaly on the device. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they replaced the battery and continued to have issues with the up arrow button. Troubleshooting for keypad anomaly was performed and customer stated that the up arrow kept scrolling and would not stop. Customer advised they always keep the insulin pump in their pocket and that they received a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.